Manufacturer narrative:
Date of report: 19dec2018. Date of manufacturer: 07dec2018. Philips product service engineer (pse) evaluated the unit and confirmed the reported issue. The pse found error code messages of machine pressure sensor range error and machine pressure sensor autozero failed. The pse replaced the unit's gas delivery system (gds) to resolve the reported issue.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07dec2018. (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer reported that the unit had pressure sensor failure. The customer reported there was no patient involvement. The event date was not specified; estimate used.